Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified fractured implant collar pieces. The remaining implant was not returned as it remains implanted. X-ray images were provided by the customer and shows the patient's mouth with the implant product fractured. Per medical affairs manager, the reported event can be confirmed for bone loss. No pre-existing conditions were noted on the product experience report (per). The reported device was located on tooth # 24 and was used for approximately 5 years, 3 months a device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fracture and bone loss. Pieces of the implant collar were returned for investigation. The dental implant itself was not returned for investigation the reported complaint was confirmed following product evaluation. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k011028 / k013227.

Event description:
It was reported that the implant fractured. Implant is still to be removed and bone recession will be refilled.

Event description:
It was reported that the implant fractured. The implant was subsequently removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).